Manufacturer narrative:
No components were returned for analysis and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the rash remains unknown. The IFU state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e. Collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema.

Event description:
It was reported by the physician following a heart catheterization procedure done five days ago, an angio seal was used. The pt was discharged. Two days later, the female patient experienced an allergic type rash at the groin site. The pt went to the emergency room and was placed on prednisone and benadryl, doses unknown. The rash has spread to other parts of the body. The pt is scheduled to see a dermatologist. The physician will follow up with the patient. Attempts to obtain add'l info were unsuccessful.